Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 214063243 was returned and analyzed. Visual inspection of the mapping catheter showed it was kinked on the shaft and also on the loop (misshaped) and the pebax tube was ribbed. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink, loop kink and ribbed pebax tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a maneuvering issue was noted on the mapping catheter. The catheter was then extracted, and it was then observed that it was deformed. The mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.